Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for ga strointestinal/pelvic floor. It was reported that the patient told the healthcare professional hcp that ¿its¿s not working¿. The hcp had no idea what the patient meant and did not know when the patient started having issues with it ¿not working¿. The hcp was redirected to the patient¿s managing hcp. There were no further complications reported or anticipated.